Manufacturer narrative:
The subject device was returned for investigation. Based on the information provided and the regional repair center. The device evaluation identified that due to looseness of forceps channel port, water tightness was lost. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had looseness of forceps channel port therefore, water tightness was lost. There were no reports of patient involvement.